Event description:
Generator product analysis (pa) was completed. The allegations of tissue damage and arrhythmia were not within the scope of the pa lab. However, the testing in the pa lab will be used to verify proper device function. The generator output was monitored for >24 hours, and there was no variation in the delivered output. The daigvbat location showed 2.472 v, confirming an ifi = yes condition. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The attached pa worksheet was reviewed; no anomalies were noted (the ¿product software¿ test failure was due to a required update for the electrical test software and is not indicative of a device failure). The 25% change in impedance history was reviewed, and high impedance was seen (reported in MFR. Report no. 1644487-2021-01127). Apart from the high impedance in the data dump, there were no anomalies found in pa. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include notification that the suspect generator had been received for analysis. D9 device available for evaluation?, corrected data: initial report inadvertently did not include product received date.

Event description:
The explanted generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that during a generator replacement surgery, the old generator was removed and the tissue near the implant site was burned with an electric knife, and the patient experienced cardiac arrest. The patient recovered via cardiac massage after ~1 minute. This occurred a total of 3 times, and the cardiologist decided the patient should be implanted with a cardiac pacemaker. All 3 instances of cardiac arrest occurred after the old generator was removed but before the new generator was implanted. Eventually a new generator was implanted and the surgery was ended. The cardiac arrest was described as complete atrioventricular block. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.